Event description:
End user called, stating his axle was broken, that he has an a4, end user stated that chair had been sitting for a long time,and was just getting back into sports, did not have any other information to provide.